Manufacturer narrative:
Final analysis - unable to program, high current drain; mechanism - microprocessor l.s.I. Anomaly; component - l.s.I.

Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a telemetry anomaly due to a suspected microprocessor failure.